Manufacturer narrative:
Testing of actual/suspected device: during routine scheduled maintenance, the fse could not get the pressure regulator higher then 377 mmhg. The fse replaced the scroll motor. This corrected the issue. All test and measurements were performed and recorded. A supplemental report will be submitted upon receipt of additional information. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) the scroll compressor failed. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave iabp scroll compressor failed. The fse was not able to get the pressure regulator higher than 377 mmhg. The fse replaced the scroll compressor (0119-00-0236), which corrected the issue. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The defective components were received for further investigation. The national repair center verified the failure of the compressor failure of the pressure side unable to reach 390 mmhg. Factory specification is 390 +/- 10mmhg. Retaining the compressor in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped. The sustaining engineering team will no longer to investigate the pump.the non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.